Event description:
The doctor reported the implant was removed due to osseointegration failure, around one month after implant placement. Bone quality around the area was type ii, and oral hygiene around the implant was good. No significant finding was observed during the implant removal surgery. The patient has since recovered.

Manufacturer narrative:
Please see attached summary memo.